Event description:
It was reported that "patient hospitalized for left hip replacement when during the procedure, the tip of the suction tube was noted to be broken and missing. The wound was thoroughly explored and irrigated but the plastic piece could not be found."

Manufacturer narrative:
The actual device was returned to conmed. Upon inspection it was determined that it was not a conmed device. Therefore, we are unable to supply any information regarding catalog #, lot #, or labeling. The end user has also filed a medwatch report. The device has been returned to the facility and we have requested that they resubmit their medwatch report to reflect that this was not a conmed device.